Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a drug partner on 2019-oct-15. It was reported that the patient's race was caucasian, his weight and height were provided. The patient's medical history included spastic quadriplegia secondary to c4 incomplete spinal cord injury which occurred in 1997. The patient was noted as having depressed mood and decreased oral intake which contributed to the patient's weight loss. He weighed 150lbs in (B)(6) 2015 and 132lbs in (B)(6) 2019. This weight loss was noted as being prior to the use of the device and lioresal. The patient's skin erosion was noted on (B)(6) 2019, he was re-evaluated on (B)(6) 2019 when the area was covered with a protective bandage. Another evaluation was performed on (B)(6) 2019 when the patient was given prophylactic antibiotics and the pump was removed on (B)(6) 2019. Cultures of the incision were negative for fungus and blood cultures were negative. The patient's concomitant medications included xarleto 20mg daily and roxicodone 30mg every 4 hours. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the pump working their way out of the patient's body began on (B)(6)2019. Symptoms included skin irritation and pain at the site of erosion. The cause of the event was a combination of the patient¿s extreme weight loss and constantly rubbing area on desk. Actions/interventions taken to resolve the event included protection of the area with padding and prophylactic antibiotics. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving lioresal with an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported the patient was very low weight and had pumps work their way out of their body before. It was noted the patient recently lost weight and the pump began to work its way out of the body. A small area surfacing so before an infection occurred, the pump was removed with part of the pump segment of the catheter. The remaining catheter was crimped off to be used for a future pump replacement pump once the patient has healed and gained weight again. Environmental/patient/external factors that may have led or contributed to the issue included the patient's weight loss. It was noted that the product did not cause the issue, but it was the patient's extreme weight loss. It was noted the hcp did not request a rep be present at explant and did not save pump for return. It was unknown what diagnostics/troubleshooting were performed. Actions/interventions included surgical intervention where the pump was removed on (B)(6) 2019. It was noted that the pump would not be returned as customer discarded the pump. It was noted the customer was not notified the pump should be returned. It was noted that the issue was resolved at time of report and the patient's status at time of report was alive-no injury. The patient's weight and medical history were unknown and will not be made available. The event date was (B)(6) 2019. No further complications were reported/anticipated.